Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was replaced with another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was performed to address the issue. Additional findings not related to the malfunction/issue another system error was found on the device. The flow sensor was replaced to address that system error on the device. Afterwards, a final and run-in tests were performed and passed on the device. A battery and valve checks were performed, and the device was cleaned. The device was found operational.